Event description:
I just discovered that there have been many complaints about clear care contact lens cleaner due to eyes being burned because of improper use. I used clear care two times and followed the directions. I let the contacts sit in the proper case provided with the lens cleaner for at least 8 hours and it burned my eyes to the point that I could no longer use my contacts. As a matter of fact, I thought that the contacts were the problem and traded them in for different contacts. My eyes burned so badly from this cleaner that I could not wear contacts for almost two weeks. (B)(6).